Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results from 7 patients on a cobas 8000 c702 module. For sample ID (B)(6), the initial phos result was 0.60 mmol/l. The repeat result was 0.29 mmol/l. For sample ID (B)(6), the initial phos result was 0.75 mmol/l. The repeat result was 0.40 mmol/l. For sample ID (B)(6), the initial phos result was 0.95 mmol/l. The repeat result was 0.49 mmol/l. For sample ID (B)(6), the initial phos result was 2.18 mmol/l. The repeat result was 1.66 mmol/l. The third repeat result was 1.63 mmol/l. For sample ID (B)(6), the initial phos result was 0.87 mmol/l. The repeat result was 0.65 mmol/l. For sample ID (B)(6), the initial phos result was 0.97 mmol/l. The repeat result was 0.69 mmol/l. For sample ID (B)(6), the initial phos result was 0.74 mmol/l. The repeat result was 0.53 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the probe alignment, internal and external wash pressures, and the rinse function. The gear pump head was replaced.the precision study performed did not indicate a reagent problem.the service maintenance actions performed by the fse resolved the issue.